Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (with complications)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3. Concurrent conditions included anemia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), 4 years 3 months after insertion and 10 months 5 days after removal of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anaemia ("heavy bleeding my anemia got worst"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems, condition: depress"), insomnia ("didn't sleep"), cystitis ("infection (bladder)"), urinary tract infection ("infection ( urinary tract)"), vaginal infection ("infection (vaginal)") and uterine pain ("uterine pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, anaemia, abdominal pain, back pain, adverse event, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, depression, insomnia, cystitis, urinary tract infection, vaginal infection and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adverse event, alopecia, anaemia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018: date of insertion of esssure discrepancy was seen in current follow up date was (B)(6) 2012 and previously reported (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-may-2015: unilateral occlusion (right tube occluded); in june 2015: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- reporter information, event heavy bleeding my anemia got worst and lab test added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (with complications)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3. Concurrent conditions included anemia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("severe abdominal pain"), 4 years 3 months after insertion and 10 months 5 days after removal of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anaemia ("heavy bleeding my anemia got worst"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems, condition: depress"), insomnia ("didn't sleep"), cystitis ("infection (bladder)"), urinary tract infection ("infection ( urinary tract)"), vaginal infection ("infection (vaginal)") and uterine pain ("uterine pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, anaemia, abdominal pain, back pain, adverse event, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, depression, insomnia, cystitis, urinary tract infection, vaginal infection and uterine pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adverse event, alopecia, anaemia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018: date of insertion of esssure discrepancy was seen in current follow up date was (B)(6) 2012 and previously reported (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded); in (B)(6) 2015: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 28-dec-2018: plaintiff fact sheet- reporter information, event heavy bleeding my anemia got worst and lab test added. Amendment: the report was amended on (B)(6) 2019 for the following reason: following company internal coding review the event "heavy bleeding my anemia got worst" was coded to meddra llt: hemorrhagic anemia, the event was upgraded to medically significant. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)") and infection ("infection nos"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, back pain, pelvic pain, menorrhagia and infection outcome was unknown. The reporter considered abdominal pain, back pain, infection, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in explant date - (B)(6) 2016, (B)(6) 2015 patient received treatment for- pelvic pain, abdominal pain, menorrhagia, migration/perforation and infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: full occlusion of fallopian tubes. Imaging procedure - on (B)(6) 2015: left occlusion only. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events pelvic pain, menorrhagia(heavy menstrual bleeding) and infection nos were added. Migration/perforation pt term was updated to perforation uterus. Patient information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (with complications)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 3. Concurrent conditions included anemia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("psychological or psychiatric problems, condition: depress"), sleep disorder ("didn't sleep"), cystitis ("infection (bladder)"), urinary tract infection ("infection ( urinary tract)"), vaginal infection ("infection (vaginal)") and uterine pain ("uterine pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy) and surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, adverse event, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, depression, sleep disorder, cystitis, urinary tract infection, vaginal infection and uterine pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adverse event, alopecia, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, sleep disorder, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2018: date of insertion of esssure discrepancy was seen in current follow up date was (B)(6) 2012 and previously reported (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 10-oct-2018: historical condition was added. Added events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), pregnancy (with complications), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, condition: depress/didn't sleep, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, perforation (uterus), weight gain, hair loss, uterine pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), 1 year 6 months after insertion and 1 year 3 months after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abdominal pain. Amendment: the report was amended on (B)(6) 2019 for the following reason: all the information received from (B)(6) 2018 and (B)(6) 2018 were deleted. Historical condition was deleted. Events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), pregnancy (with complications), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, condition: depress/didn't sleep, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, perforation (uterus), weight gain, hair loss, uterine pain, heavy bleeding my anemia got worst and lab test were deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.